Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A lasik coordinator reported a thin flap with an anterior gas break through creating a bubble in the periphery of the right eye during lasik flap creation. The surgeon used a crescent blade to hand dissect the flap.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the event date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified a clinical applications specialist (cas) review was done: according to the image on the treatment report, the desired flap thickness was 100m. However, fluid and corneal lacrimation might have built a fluid layer (the fluid is visible in treatment report), additionally reducing the flap thickness. The root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).